Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code, medical device ¿ problem code), h11, g1 (contact person ¿ mfg site). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the k8 in drive assembly to be leaking. The fse replaced the drive assembly (d104-00-0018). Device passed all functional and safety tests according to factory specifications. The failure analysis and testing dept. Received part number 0104-00-0018 manifold drive serial number: (B)(6) with a reported unit failure of low vacuum alarm. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0018 manifold drive serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Proceeded to boot the cs300 into clinical mode to allow the cs300 to pump. An autofill was performed and when it began to pump a low vacuum alarm was observed on the display, along with an audible alarm. Probable cause of the low vacuum alarm is the k8 solenoid is leaking. The drive manifold failed testing.

Manufacturer narrative:
Due to character limit in the e1 section , the full initial reporter name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer during use, that the cs300 intra aortic balloon pump had shown a low vacuum alarm. The customer swapped with anothe cs300 iab pump without issue or downtime to therapy. The patient demographics were not specified. There was no injury reported.